Event description:
`Spur infant' where pt valve was separated from bag. Thus unable to use the resuscitator on the pt. The pt was given low oxygen during the approximate 2 minute transport time to the hosp. According to the information given by the user the bag has been stored in the paramedics equipment bag for a long period of time. The product has settled to the bottom of the bag and stuff would lie on top of the product. When the product were to be used, it was found, that the inlet valve was separated from the bag. Back-up procedure was used. It is stated by dr that "she is unsure of whether or not the pt outcome was affected by the problem with the bag".